Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the cios fusion system. The user reported that smoke emitted from the main unit. It is not known if the smoke was observed during a clinical procedure or while the system was at rest. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective component on the mcu (power connector x71). During the investigation, analysis showed that there was no direct danger for any person and the environment at any time because the system is designed in such a way that further damage or injuries will be prevented; e.g. Metal cover around the area where the error occurred; ul-listed components; protective fuses, the system fulfill the requirements of iec (B)(4). No open fire was detected and the system was fixed on site by exchanging the affected part. This is not considered to be a general defect. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.